Manufacturer narrative:
E1: patient city -(B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced seizure while sleeping which led to low blood glucose levels and later went to the emergency room (ER) for the treatment on (B)(6) 2025. The blood glucose level was 112 mg/dl at the time of event. The patient was admitted in the hospital for less than twenty-four hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010854, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6010854. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010854 was packaged according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 07-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.